Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation. Reprogramming was attempted, but was not successful. The patient underwent an explant procedure. The patient was doing well postoperatively and there were no patient complications.

Manufacturer narrative:
The returned ipg passed visual inspection and all tests. A product labeling review identified that the ipg was used per the instructions for use product label and it did not reveal any anomalies. The IFU states that system issues can occur at any time due to random issues with the components or the battery. These events, which may include device issues, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits, and lead insulation breaches, can result in ineffective pain control. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, or loose electrical connections. These are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Based on all available information, the reported event of the patient experiencing inadequate stimulation and undergoing an ipg explant procedure could not be confirmed. The returned ipg was analyzed and passed all tests. The ipg was able to be fully charged in a room temperature environment in one four hour charge cycle without any anomalies. Therefore, with the reported observations and the labeling review, it has been determined that the reported event of the patient experiencing inadequate stimulation is a known inherent risk with implanting a pulse generator as part of a system to deliver spinal cord stimulation, as documented in the IFU.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation. Reprogramming was attempted, but was not successful. The patient underwent an explant procedure. The patient was doing well postoperatively and there were no patient complications.